Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege bard meridian filter was implanted in the inferior vena cava for a patient. Radiography following filter placement showed the filter to be well-positioned, with its tip at the level of the upper endplate of l2. After three days, an x-ray abdomen flat and upright demonstrated there was an inferior vena cava filter noted. After three days, the patient presented with abdominal pain status post hernia repair. On the same day, a computed tomography (CT) abdomen and pelvis without contrast showed an inferior vena cava filter has been inserted in an infrarenal location. After one month, the patient presented with abdominal pain and periumbilical hernia. On the same day, a computed tomography (CT) abdomen with contrast showed an inferior vena cava filter was noted in an infrarenal location. After one month, the patient presented with abdominal pain. On the same day, a computed tomography (CT) abdomen without contrast demonstrated an inferior vena cava filter was again noted. After two months, the patient presented with abdominal pain. On the same day, an x-ray abdomen flat and upright demonstrated an inferior vena cava filter was noted. After two months, the patient presented with abdominal pain. On the same day, an x-ray abdomen flat and upright showed an inferior vena cava filter, that appeared well positioned and unchanged since with previous examination. After two months, an ultrasound lower extremity venous bilateral showed no evidence of deep vein thrombosis. After seven months, the patient presented with abdominal and pelvic pains. On the same day, a computed tomography (CT) abdomen and pelvis without contrast showed that an inferior vena cava filter was noted in an infrarenal location. After nine months, a computed tomography (CT) chest with intravenous contrast showed no filling defect in the central pulmonary arteries, to suggest pulmonary embolism. After two weeks, a computed tomography (CT) chest and abdomen without intravenous contrast showed that there was an inferior vena cava filter in place. After eight months, a computed tomography (CT) chest, abdomen and pelvis with intravenous contrast demonstrated an inferior vena cava filter was unremarkable. After two years and five months, contiguous axial images using computed tomography (CT) chest, abdomen and pelvis with intravenous contrast showed an inferior vena cava filter in place. After one year and one month, axial images using computed tomography (CT) abdomen without contrast showed that there was an inferior vena cava filter in place. The tip lay at the level of the renal veins. There was slight medial tilt of the proximal tip. The proximal tip did not abut the inferior vena cava wall. The filter appeared to be intact. Medially, a prong had perforated the inferior vena cava wall, with a distance of approximately 9 mm. The prong appeared to abut a branch of the right renal artery. Posteriorly, a prong had perforated the inferior vena cava wall, with a distance of approximately 3 mm. Therefore, the investigation is confirmed for the alleged filter migration, perforation inferior vena cava and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 06/2013). H11: h6 (result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately six years and four months post filter deployment, a computed tomography (CT) abdomen without contrast revealed that filter tilted, migrated and struts perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately six years and four months post filter deployment, a computed tomography (CT) abdomen without contrast revealed that filter tilted, migrated and struts perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.